Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms and damaged strain relief near the white connector was confirmed. The log files spanned approximately 9 hours (07dec2020 from 04:12 to 12:43 per the timestamp). Multiple low voltage advisory alarms activated on 07dec2020 from 04:12 to 11:41 due to fluctuating rsoc voltage on the black power cable while the device was connected to a battery power source. A power cable disconnect alarm activated on 07dec2020 at 11:48 due to invalid rsoc voltage on the black power cable not associated with a power source exchange. The alarms cleared shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. Initial evaluation of the returned hm3 system controller, serial (B)(4) , revealed a damaged strain relief near the white connector. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller was functionally tested and revealed a higher than normal resistance of 0.5 ohm in the power cables. Further troubleshooting revealed current leakage on one of the wires on the black power cable. The black power cable was stripped down to the wire revealing detached wires near the strain relief of the black connector. A root cause of the reported event was not determined through this analysis; however, the conductor breakdown within the power cable may have contributed to the low voltage alarm. The conductor breakdown appears to be consistent with the repetitive flexing of the cable during use of the device. Incidental findings: detached wires near the strain relief of the black connector device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on 05dec2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage advisory and power cable disconnect. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event history captured an odd string of low voltage advisories while on battery power on (B)(6) 2020. This appears to be occurring mostly on the black controller lead. Clips, batteries and power cables were inspected but nothing was obvious for cause of advisories. The white patient cable was also reported as seeming dirty on inside of connection.